Event description:
It was reported that the insulin pump alarmed button error while the customer was working out. The blood glucose reading was 84 mg/dl. The customer stated that she had stuck the insulin pump in her yoga pants while exercising. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.